Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination of the ra lead revealed unspecified testing parameters. Lead dislodgement was confirmed through imaging. During the procedure to revise the ra lead, the lead helix was unable to fully extend or retract. The ra lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Event description:
New information received notes that loss of capture with high pacing threshold was noted along with high pacing impedance was noted, which revealed the dislodgement of the lead.